Event description:
Falsely depressed tacrolimus (tacr) results were obtained on patient samples. The results were reported to the physician who questioned the results. The samples were retested and higher results were obtained and corrected values reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed results. There was no report of adverse health consequences as a result of the falsely depressed tacr results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tacr results is unknown. The qc run at the time of the reporting of depressed results was within laboratory ranges. The issue was resolved by the customer by recalibration and running samples with an alternate lot of tacr reagent.